Event description:
The customer called alleged that he performed a control test and received a result of 254 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The customer did not have his meter or testing supplies with him at the time of the call, so further troubleshooting was not possible. No product will be returned at this time.

Manufacturer narrative:
The customer did not have his contour meter or testing supplies with him at the time of the call, so it was not possible to obtain the meter serial number or the reagent lot number. Without a serial or lot number, it is not possible to determine the manufacture date.